Event description:
On 9/11/90 during surgery, cesaerean section, allergic reaction began (ex. Itchy palms) & in the recovery room reaction became anaphylactic shock. Doctors intervened to prevent impairment or death & hospitalization for delivery of baby was prolonged. Since then, highly sensitive to all latex products especially powdered gloves & balloons.